Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2-018 with the following findings: during investigation, there were loss of primes observed in the black box. The force readings did not reach zero. The rewind, load and prime steps were performed successfully. The force sensor calibration test confirmed the force sensor was detecting the correct force. There were no loss of primes occurring during testing. The pump was opened and there was no damage found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to prime the tubing.